Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Review of the device data logs revealed an error message (sf74) related to software. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a blank display when powered on. There was no patient harm or serious injury reported as a result of this incident.